Manufacturer narrative:
(B)(4). Customer returned a non-alleged deficiency product. Unable to investigate or confirm complaint.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 98-105mg/dl fasting. Verified test strips expire 08/15/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test lo and lo fasting. Reviewed meter memory. Lo" (B)(6) 2015 02:23:00 pm fasting:yes. Memory concerns:"lo".